Event description:
Caller reported cgm error. There was no adverse impact to the customer¿s blood glucose level. The caller successfully started their sensor session after technical support provided pump reset information and walked them through the process. Customer expressed interest in renewal, prompting technical support to send an sms requesting insurance card pictures and confirmed customer details for renewal processing.